Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found the sensor cannula broken. The broken part was missing. It could not be confirmed if the customer received the sensor in said condition due to the customer returning an opened/used product. A bicarbonate buffer test was also performed per dop114-830, and the sensor passed per specification with accurate readings.

Event description:
The customer's father reported via phone call that his son's sensor was bent when they removed it from his body. The patient's blood glucose at the time of incident was 84 mg/dl. The sensor was inserted into the customer's stomach, and had only been in for a few hours. The sensor was returned for analysis and a replacement sensor was shipped to the customer.